Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at implant, the device went into backup vvi operation due to external defibrillation during induction testing. Backup status report revealed that a power on reset occurred. The device was interrogated successfully and remains implanted.